Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a trauma to the abutment site resulting in a broken abutment. Subsequently the abutment was replaced under a general anaesthetic (date not reported).